Manufacturer narrative:
The last calibration was performed on (B)(6) 2020, the calibration signals are lower than expected. The qc recovery was requested but not provided. The alarm trace does not contain a conspicuous event. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer found a clogged water filter and a problem with high voltage performance while performing maintenance. He adjustments and ran precision testing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable elecsys hcg test system result for one patient with the cobas e411 immunoassay analyzer. The initial result was 2.78. The repeated result was 6164. The second repeated result was 6249. The questionable result was reported outside the laboratory. The emergency department requested a rerun. The reagent lot number was 45804501 and the expiration date was 30-jun-2021.